Manufacturer narrative:
(B)(4). Although the device was not returned for evaluation, there was no reported device failure from the incident information provided. Reportedly, after the closure of an unknown index procedure using a proglide device that achieved hemostasis; the patient developed signs of a cold leg that was caused by thrombosis distal to access site. A thrombosis is a blood clot within the vessel. Clotting occurs due to tissue damage, in this case, vessel damage. The location of the vessel damage was distal to the access site; where the devices may come in contact during the index and/or closing procedures. The cause of the thrombosis may be influenced by, but not limited to manufacturing, operator deployment technique, and/or patient anatomical conditions. Thrombosis is considered in the instruction for use (IFU) for the proglide device. Vessel condition including elasticity, size, and occlusion could potentially allow the instruments used in the index or closing procedure to damage the vessel to cause the thrombosis. Aggressive manipulation of the device used in the unknown index procedure may have lead to the damage which caused a thrombosis. There was no reported information of anomalous procedural observations; therefore, there is no reported information to indicate a user technique influence on the reported experience. The device is inserted by and guided into the vessel via guide wire; preventing blunt trauma damage to vessel at distal end of device. There was no reported information of device difficulty during the index or closing procedure. The operator indicated no recall of a device difficulty that caused thrombosis. There is no reported information to indicate a quality deficiency or an influence to the reported experience. A query and review of the complaint handling database was not performed because the device lot number was not reported. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure was achieved of the common femoral artery using a perclose proglide device. Reportedly, after the procedure, the limb of the patient became cold, a pulse in the limb could not be found, and the patient complained of leg pain. The patient was brought to emergent surgery where thrombosis was noted distal to the access site, which was removed via a thrombolectomy. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information.